Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was oversensing. There wasn't any intervention. Patient condition was unknown.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead exhibited noise, causing oversensing. No intervention was made. Patient condition was unknown. New information notes that patient was stable.

Manufacturer narrative:
Correction: initial b5 should have included the fact that lead noise caused the oversensing.